Event description:
When the balloon of the cypher stent delivery system was inflated up to 8-10atm, the balloon ruptured. The patient's age was unknown, but was a male. The target lesion was the left main and the proximal left anterior descending artery (lad). The lesion was a de novo and heavily calcified, but was not tortuous. There was 99% stenosis. Radial approach was chosen for the procedure. The products were properly inspected and prepped. There was no difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a bc (2.5/15mm) and then cypher (3.5/13mm: complaint product) was delivered to the target lesion without issues. When the cypher was inflated up to 8-10atm, the balloon ruptured. Balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the physician immediately retrieved the sds of the cypher and post-dilation with a bc (3.5/10mm) was conducted to further dilate the cypher stent. The contrast to saline ratio was 1:1. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.